Manufacturer narrative:
(B)(4). Neither a visual or functional inspection of the product involved in the complaint could be conducted since the product was not returned. No complaints were received in this range with the same issue. The device history review could not be conducted since the lot number was not provided. Based on the available information and without the device to evaluate, the complaint could not be confirmed and no cause identified. If the alleged defect sample/s becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The surgical procedure was a laparoscopic cholecystectomy. The allergist claims that the patient suffers from a possible allergic reaction to the polymer clips. The patient noted the first allergic reaction three weeks postoperatively then swelling of the abdomen and head as of week four.